Manufacturer narrative:
(B)(4).

Event description:
Per the surgeon, the patient experienced a skin overgrowth on the abutment and subsequently was administered topical steroids. Revision surgery to exchange to a longer abutment is planned but has not occurred as of the date of this report.